Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that during priming of an impella cp the purge cassette was connected but the purge fluid would not prime. No errors in set up and no kinks were identified. Another cassette was used to successfully support the patient. No patient harm was reported.

Manufacturer narrative:
H6: omitted a0207 based on a review of the complaint record.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary priming problem: the cause of the priming issue could not be determined without the returned product for investigation and sufficient clinical details.